Event description:
Event description guidant received information that the model 1790 implantable cardioverter defibrillator (ICD) was emitting beep tones for having reached an eri (elective replacement indicator) battery status. Guidant received additional information from the patient that the replacement device model 1852-204102 began to emit beep tones one day post implant.